Event description:
The product (dexcom g6) has an adhesive that caused a rash which scabbed over very badly. The scabs are itchy, cover the area of the adhesive (2x4 inches approx), and force relocation of the device. FDA safety report ID# (B)(4).